Event description:
It was reported that during a breast biopsy, after trying to initialize the probe, an l4-004 error code was rec'd. The unit was shut down and re-tried. A back up system was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/23/2008. Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found that the uniboard was causing the unit to receive l4-004 error codes. To correct this issue, the analysis site replaced the uniboard. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.